Manufacturer narrative:
A field service engineer (fse) arrived at the customer site to address the reported event. The fse was able to confirm the reported error message "4275 incubator slipping detected", plus error message "2205 sorter dropped cup" intermittently by reviewing the error log. The fse was able to replicate error message "4275 incubator slipping detected", but not "2205 sorter dropped cup". The fse proceeded to take the incubator apart, cleaned it, and removed a dropped cup. The fse cleaned a stuck cup position on the incubator. The fse ran several cup transfer tests without any issues. The fse returned two days later in attempts to replicate error message "2205 sorter dropped cup" without success. The fse validated the aia-900 analyzer by running customer-prepared quality controls, which passed within acceptable ranges. No further action was required. The aia-900 analyzer was performing within specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 20-mar-2018 through aware date 20-apr-2019. There were no other similar events reported during the searched period. The aia-900 operator's manual under section 12, flags and error messages, states the following: 12.2 error messages and corrective action if an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. 4275 incubator slipping detected cause: while the incubator was moving over the specified distance, the stipulated number of detections did not occur at the home sensor s120. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. 2205 sorter dropped cup cause: the cup hold sensor s027 failed to detect a cup before it was released in the dispensing lane. The sorter will be paused, and the equipment will go into a standby status. Action: open the sorter and remove the dropped cup. Close the sorter and then restart the assay. If the trouble occurs again, contact the tosoh local representatives. The most probable cause of the reported event was due to a dropped cup on the incubator.

Event description:
A customer reported getting error message "4275 incubator slipping detected" with the aia-900 analyzer. The customer was down and unable to run the analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of patient results for follicle stimulating hormone (fsh), luteinizing hormone (lhii), estradiol (e2), and intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.